Manufacturer narrative:
Additional information from the customer stated that the biomed tested the thermogard xp ivtm system ((B)(4)) and found no issues. The console was placed back into service and will not be returned for investigation. Therefore, a physical investigation will not be performed by zoll. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
A male post-cardiac patient underwent treatment for hypothermia. The thermogard system was in run mode for 4 days when the alarm went off and displayed "system error"- reboot machine and "if problem persists, contact administrator" and the treatment was stopped. The thermogard system function normal when cooling the patient to 33°c, however the error occurred during the normothermia maintenance phase of treatment at 36°c. The system was power off and restarted multiple times to clear the error but the error persist. Alternative method was used to complete patient therapy. No patient consequence was reported. Additional information was received stating that the biomed tested the system with several cooling and warming cycles and no errors were observed. A functional test will be performed on the system and will be put back into service if the system passed testing. The biomed was not able to download the event log. There was no leak observed for the suk and the catheter.